Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies followed by loss of lock. The patient was seen at the center for device evaluation. Programming adjustments were made. However, the reported problem was not resolved. In 2006, the patient was seen by a company representative for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The patient's device was explanted. The patient was re-implanted with another advanced bionics cochlear implant.